Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mkj535-w8556 and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on(B)(6) 2019 and suture was used. The needle and suture were disconnected in key operation such as continuous suture of incision and suture needed to be replaced. A like device was used to complete the procedure. There were no adverse patient consequences reported.